Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that after tracheostomy tube placement with patient, the tube's 15mm connector would not fit onto a ventilator circuit. The tracheostomy tube was replaced. According to the reporter, no adverse health effects resulted from event.

Manufacturer narrative:
One 8.0mm tts¿ adult tracheostomy tube was returned for investigation. Visual inspection of the returned device showed that the 15mm connector was deformed and did not match the specifications for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).